Event description:
The patient had a previous injury but was cleared to play soccer by his doctor. He was playing goalie while wearing the cti brace. He stepped and twisted and re-tore his acl and mcl. The patient will require an add'l surgery.